Manufacturer narrative:
(B)(4). The sample was discarded due to chemotherapy contamination. Since the sample is not available for evaluation, the condition cannot be confirmed or duplicated and the assignable root cause can not be determined. A batch review was conducted for both lot numbers provided by the customer and there were no deviations found related to this reported condition during the manufacture of this lot. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. If additional information becomes available, a follow-up report will be submitted.

Event description:
The customer reported to baxter (B)(4) of a clearlink solution set in which the set leaked while infusing rituximab (one of the monoclonal antibodies given as part of a chemotherapy regimen). It was stated that the leak was noticed "at the distal end of the tubing where the soft tubing becomes a 'hard collar' before connecting to the patients cannula." There was patient involvement; however, there was no patient injury or medical intervention indicated at the time of the initial report. The sample was discarded due to the cytotoxic medication. The customer reported a lot number of either sr11k29061 or sr11j03092. No additional information is available at this time.